Manufacturer narrative:
Continuation of d10:  product ID d-evolutfx-2329 (lot: 0013179478); product type: 0195-heart valves; implant date n/a; explant date n/a. Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during device inspection prior to implantation, crown overlap up to the third node was identified. Pre-implant dilatation was performed with an 18 millimeter non-compliant balloon. During the first implantation attempt, inside a patient with severe aortic stenosis, bicuspid aortic valve with an oblique raphe, and a heavily calcified right coronary cusp (rcc) and left coronary cusp (lcc), at approximately 80% deployment, the valve appeared constrained and there was suspicion of an infold, prompting recapture of the valve and replacement of the entire system. A second pre-implant dilatation was performed with a 20 millimeter non-compliant balloon, and a new implantation attempt was made with a new valve. During deployment with the second valve, the valve again appeared constrained, though to a lesser extent than the first valve. Post-dilatation was performed using a 20 millimeter non-compliant balloon. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Updated data: a2., b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the procedure took longer due to the infolding as a new system had to be prepped.

Manufacturer narrative:
Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.